Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted. Clinical investigation: clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hernia event. Based on the available information, it is unknown what may have caused the patient¿s hernia event to occur. However, at the time of this clinical investigation there have been no reported allegations of a liberty cycler malfunction that may have caused or contributed to the patient¿s hernia. Hernia is a commonly known complication in pd therapy due to physiologic increased abdominal pressure from the dialysate during pd treatment. Therefore, a possible causal association cannot be ruled out. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of hernia remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
During medical review for a separate event, it was discovered a peritoneal dialysis (pd) patient underwent an umbilical hernia repair. No further information surrounding the patient¿s umbilical hernia event is available. Should additional information become available, the file will be reassessed and updated accordingly.